Event description:
It was reported to philips that the monitor is displaying error during ECG. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The device was requested and received for investigation. The engineer confirmed that the units ECG will not recognize a cable that is plugged in. Upon internal inspection it was revealed that the units ECG flex was pulled from the ECG board and the ECG secure nut was loose. Device had been soaked over night, after securing the ECG nut and flex cable. No parts required, reseated corrected the issue. Device functions are working correctly. Nbp, co2 and touch screen had been calibrated before returning the device to the customer. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.